Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, error code 46440 was not duplicated during functional testing. The downstream sensor trip point was found in specification. There was no fault found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presented with software error 46440. There was no patient present at the time of the event and no reported adverse events.